Event description:
It was reported that a patient underwent a total elbow procedure on (B)(6) 2004. Subsequently, the patient was revised on (B)(6) 2013 due to loosening of the humeral component as well as loosening and wear of the polyethylene bearing. The humeral component, ulna bearing and condyle kit were removed and replaced. No further information has been provided.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 4 states, ¿loosening or migration of the implants may occur due to loss of fixation, trauma, malalignment, bone resorption, or excessive activity.¿ number 13 states, ¿wear and/or deformation of articulating surfaces.¿ this report is number 1 of 2 mdrs filed for the same event (reference 1825034-2013-03108 / 03109).